Event description:
It was reported that the pulse generator exhibited oversensing of far-field r waves on the atrial channel contributing to inappropriate mode switching. No intervention had been reported.